Manufacturer narrative:
The device will not be returned as it was discarded by the hospital. However, a supplemental report will be forthcoming once the engineering evaluation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that after use of the acumen iq finger cuff, positioned adjacent to a finger with a pulse oximetry sensor, the patient developed a blister on their finger. No steps were taken intra-operatively to treat the blister. There was no other patient injury reported.

Manufacturer narrative:
It was previously reported that the device was not available for return. However, a the cuff was returned and a product evaluation was completed. The reported event of "patient developed a blister" was confirmed from customer photo. Customer photo showed blister on the tip of middle finger. No visible damage was observed from returned finger cuff during the pre-decontamination evaluation. The bladder appeared intact. The bladder portions on top of the led and pd sensor also appeared intact. No visible contamination was noticed on surface of the bladder. There was no visible damage or contamination on the gold fingers of the finger cuff connector. Electrical testing showed that all elements such as shield, led, and pd of returned unit were ok. Finger cuff passed pre-decontamination pressure decay leak test. In post-decontamination evaluation, finger cuff passed eeprom verification with expired status. The sensor was reset for pressure test. Finger cuff zeroed and sensed pressure on hemosphere monitor without any error message. Electrical testing showed that all elements such as shield, led, and photodiode of returned unit were ok. No visible damage was noticed from the returned unit. Finger cuff sensor passed post-decontamination leak test. The device history record review was completed and the product passed without nonconformances. Further investigation for this device is not required as no defect was found during product evaluation.